Manufacturer narrative:
No additional information has been provided to date. Operator of device: patient/consumer. No product has been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that both pumps were alarming "no disposable- pump won't run". The cassette was changed out and the issue resolved; the patient was able to continue therapy. No patient injury was reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.